Manufacturer narrative:
As reported, there was a hematoma after using the 6f-7f mynxgrip vascular closure device (vcd). There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged form the black handle with stopcock open, and the syringe was separate from the device as received. It was noted that the sealant sleeve was fully pullback to the green shuttle hub, and that the sealant and advancer tube were not returned with the device. The condition of the returned device indicates a complete removal of the device. Without the return of the sealant and advancer tube, functional testing on the returned device could not be conducted. The balloon of the returned device was inflated, and pressure was maintained. A product history record (phr) review of lot f1715901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas after a catheterization procedure are a common procedural complications and are listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the product analysis and information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed complete removal from the patient and no anomalies were noted. The complaint could not be confirmed and the exact cause of the issue experienced could not be determined. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for evaluation but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, there was a hematoma after using the 6f-7f mynxgrip vascular closure device (vcd). Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1715901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient factors and/or pharmacological factors are likely. The complaint reported could not be confirmed without return of the device or procedural images. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Based on the device history record review and information available for review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, there was a hematoma after using the 6f-7f mynxgrip vascular closure device (vcd).